Manufacturer narrative:
The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have had low blood glucose of 50 mg/dl. And healthcare professional adjusted basal rates and then customer began to have high blood glucose. Customer was requesting assistance in changing basal rates. Customer reported physical damage of insulin pump. Customer reported that display screen was blurry and very difficult to read even after reading. Customer does not know how damage occurred. Customer was advised that insulin pump would need to be replaced.